Manufacturer narrative:
No serious injury alleged. Consumer stated that wheel fell off. Product was approx 1 1/2 years old at time of incident. Maintenance history is unk. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack maintenance may have caused or contributed to this incident. Operator's guide has instructions on the proper and safe use of the product. MDR filed based on dr's visit.

Event description:
The wheel allegedly fell off, causing the consumer to fall. No serious injury is alleged.